Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of ssystem extraction due to infection with sepsis. Also, the patient developed hematoma. The lead was explanted. No additional adverse patient effects were reported.